Event description:
It was reported that at device interrogation after the implant procedure, the left ventricular lead had high threshold because of a lack of target vessel placement. The lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.